Event description:
Related manufacturer report number: 3006705815-2022-14150. It was reported that one of the patient's leads was showing high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was showing high impedance, both leads are being reported.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken and a cam impression consistent with the use of a swift-lock anchor. The fractures corresponded to the proximal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. H6 - adverse event problem - corrected device code to reflect analysis of lead fracture.